Event description:
It was reported a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. It was reported the patient presented to the emergency room with severe abdominal pain, vomiting, diarrhea and fever. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event the same day as diagnosis. On an unreported date the patient was placed in the intensive care unit (for two weeks) treatment was not reported. On an unreported date the patient was retrained on aseptic technique. On an unreported date the pd catheter was removed. At the time of this report the patient remained hospitalized and the outcome of this peritonitis event was reported as ongoing and deteriorated. No additional information is available.

Manufacturer narrative:
(B)(4). The patient was born on an unspecified date in (B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.